Manufacturer narrative:
The sureform 45 stapler and the associated sureform 45 white reload have been returned and evaluated by the failure analysis team. The stapler was visually inspected and displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on an in-house system and failed engagement on 3 of 3 attempts. The instrument was unable to be tested for intuitive motion due to the engagement failure. Review of logs was able to verify 2 engagement failures. There was no motion problem detected. Additional observations not reported by site were also identified. The instrument was found to have multiple types of engagement failures based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on 6 of 6 attempts, preventing the instrument from entering into following. Engagement log review of customer system confirms two engagement failures. There was no broken snake wrist cables found. The instrument was found to have increased friction when manually rotating the main tube. The instrument was also found to have roll bushing between the roll gear and the main bushing. As a result, the instrument failed engagement. The binding is likely caused by the ID being out of spec (too small) which is likely causing increased roll friction. The instruments main tube was manually rotated, and high friction was observed. The instrument failed during initialization based on in-house testing. Preventing the stapler from entering into following. The instruments I-beam assembly had no sleeve damage, there were no lodged staples, or excess material on the pocket ridge of the lower drive support. The stapler was transferred to engineering team for further investigation. Advanced failure analysis was completed, and initial failure analysis findings were partially confirmed. The instrument was re-installed on an in-house system and engaged and initialized with the system on 3 of 3 additional attempts. On each install, the motion of the stapler jaws was intuitive. The grip yaw, and pitch motions followed the commands of the master tool manipulator (mtms). While engaged the stapler was clamped and fired. Both functional tests were successfully completed. The report of non-intuitive motion cannot be confirmed via log review and was not replicated through in-house testing. Review of the procedure logs confirms that the stapler failed to engage with the system on the first two installation attempts in the field. Following the engagement failures, the instrument engaged successfully once, and an incomplete clamp was made. The stapler was then removed from the system and not used again. The main tube was manually rotated while off the system, and increased friction was present. The instrument was confirmed to have a binding roll bushing. Visual inspection was performed, and no additional findings were noted. There was no sleeve damage, lodged staples, or pocket ridge observed, that may have contributed to the initialization failure that occurred during in-house testing. No initialization failures occurred in the field, per the logs for the procedure. The failure is intermittent, did not occur in the field and not was able to be replicated through further installations. The reload was inspected and there was no damage. The reload was returned unused and unfired. It was not proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, sureform 45 stapler had contra-intuitive movement. The instrument moved in the reverse direction. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device inspected prior to use and there was no damage. The issue occurred about 1.5h after the start of the procedure. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The movement was reversed hence was difficult to establish the scale. There wasn't any instrument-to-instrument or system arm-to-arm interference, or any external collisions observed. The issue was persistent, stapler was exchanged for a backup.